Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume). When the patient called to speak to the technical service representative, they were connected during drain. The fill volume was 2200 ml, the last fill volume was 2200 ml, and the drain volume was reported to be 3678 ml. The technical service representative (tsr) explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.